Event description:
One pt sample with discrepant alt results. Initial result <4 u/l, repeat with dilution 11580 u/l. Initial result was reported. No adverse events were reported. The investigational unit was unable to verify the customer complaint. Add'l info required for further evaluation is not available.